Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). It was suspected that the noise was caused by exposure to electromagnetic interference (emi). It was recommended that the patient be brought to the clinic to identify the source of emi and reprogram to resolve the anomaly. The patient is not pacemaker dependent. There was no adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".